Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette infusing floran was leaking from the part where the luer-lock connector was connected. It was reported that use of the product was subsequently stopped. No adverse patient effects were reported.

Manufacturer narrative:
H3: one cadd cassette reservoir from p/n 21-7302-24 l/n 3834164 was received in used condition without its original packaging inside a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The cassette sample had a medication information label. A syringe was used to infuse water into the assembly (ay) bag. A leak was detected in the ay bag, specifically located in top corner near pump tube connection. The most probable cause of this issue is, that during leak test operation, the cassettes that failed (leak test), were not properly segregated.